Event description:
During vascular surgery, two balloon dilators broke apart. The patient had to undergo a cut down to remove. Pt: 4582. Device: 1069. Ref: mw5190435. Reports on wolverine cutting balloon #1.